Event description:
The spin screw broke under the head where it was implanted. The broken piece was removed. Another screw was implanted to stabilize the weil osteotomy. The surgery was slightly prolonged.